Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This patient developed a pocket hematoma that required an evacuation. This ICD remains actively implanted and no further adverse patient side effects were reported.

Manufacturer narrative:
(B)(4).